Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comments that the output connector assembly was broken and that error codes occurred. It was noted that the hanger assembly was broken, hanger o-ring was missing, upper case was broken, keypad was scratched, display wires were pinched, and display frame boss was stripped. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a cracked ventricular connection port and displayed an error code. The epg was returned for service. There was no patient involvement.